Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a hard reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. The technical support representative later followed up with the customer and confirmed that the device was still operating as expected, and that the issue has not reoccurred since rebooting their device. While rebooting the xhibit central station resolved the reported issue, the cause could not be determined.

Event description:
The customer reported that while monitoring telemetry patients, their xhibit central station became unresponsive and prevented further monitoring of their patients. There was no patient or user harm associated with this event.